Event description:
A 5 mm diameter x 17 mm length biliary extra support stent was implanted in a pt for treatment of a 90-95% right renal ostium stenosis. Vessel morphology was reported to be non-tortuous with severe calcification, and the lesion was tight with an acute angle. It was reported that the lesion was pre-dilated with a 4 mm angioplasty balloon. When the stent reached the renal ostium, the stent would not cross the lesion. The physician attempted to remove the delivery system, but the stent could not be pulled into the balkan sheath. The stent dislodged off the balloon and lodged in the common iliac artery. The physician deployed the stent in the common iliac artery, and used a competative stent to complete the case. No clinical sequelae were reported, and the pt is reported to be fine.